Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient's atrial lead presented with dislodgement the day after implant. The lead was revised in a procedure on (B)(6) 2021. Post-procedure the patient was stable.